Manufacturer narrative:
Immucor advises users of immulink version 1.6.1.7 to verify patient results against historical results using data from patient medical records or using laboratory information system data, rather than using immulink for this purpose. Customer communication (B)(4) was sent to customers and distributors on 12 nov 2015. Correction report 1034569-11/13/2015-003-c is attached.

Event description:
Immucor has determined that immulink software version 1.6.1.7 fails to flag and block results that are discrepant with a patient's historical results. This is an optional safety feature intended to bring discrepancies to laboratory personnel attention for investigation prior to release of results.